Event description:
The customer reported a leak of yellowish brown liquid on the left side of the coulter lh 780 hematology analyzer. The volume was reported as 1 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) arrived to find evidence of a dried fluid on the left side of the lh780 instrument. The fse cycled fluids and found solenoid 18 (hgb blank dispense) was leaking clear fluid so he replaced solenoid 18 to resolve the leak. Bec identifier for this event is (B)(4).